Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device was sent in for tf 231022 (pexpvalve sensor defect). Confirmed that it was recorded in the log. This displayed during initial start up, no patient involved.